Manufacturer narrative:
Common device name: fad stent, ureteral.

Event description:
According to the initial reporter, patient "developed a uretero-arterial fistula and required a nephrostomy tube and the stent removed."